Event description:
A surgeon reported a tear in the posterior capsule during phaco portion of the procedure. During the lensx procedure, all cuts appeared to be posterior to their intended plane. When the laser treatment was completed, no capsulotomy or corneal were observed. The capsulotomy cut was actually completed deeper in the nucleus. The lens fragmentation pattern appeared to be deeper than intended as well. Surgeon had to complete the corneal and capsulotomy manually. Surgeon had to perform an anterior vitrectomy but was able to finish the case by implanting a sulcus iol and without further intervention. This was the surgeon's 7th lensx case, so he admitted being not experienced enough with the laser to make a judgment call in terms of how much the laser might have contributed to the event as opposed to his phaco technique.

Manufacturer narrative:
The device history records were reviewed for the laser, there were no unusual findings related to the reported issue. A root cause could not be determined. The tear was observed during phacoemulsification and the doctor, who was relatively inexperienced with the laser system, could not determine what had caused the posterior capsule tear. (B)(4).